Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. A cartridge change was performed resolving the issue. Additionally, it was reported that an altitude alarm occurred. Reportedly the alarm ultimately cleared. Also, a occlusion alarm occurred. Customer continued to use the pump for insulin delivery. Customer's blood glucose was 200-250 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.